Event description:
The customer reported the kv an ma were driving to maximum and a dark image displayed. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator driver cable assembly was replaced. The system was then found to be operating as intended.